Manufacturer narrative:
The lead was surgically abandoned, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015, the customer reported that this right atrial (ra) lead exhibited high pacing threshold measurements (per the customer, no measurements were indicated). The lead was surgically abandoned. No adverse effects reported. The lead was actively implanted for approx 16 years, 3 months.